Event description:
Pt reported the up/down buttons on the infusion device were defective. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for eval. No additional info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.